Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri), and a procedure was scheduled to replace this device. During the procedure, the physician was unable to turn the setscrews to remove the right ventricular (rv) lead and the competitor right atrial (ra) lead. Several different torque wrenches were tried, but none worked. Since the leads could not be removed, the physician stopped the procedure and put the device back into the pocket. The patient was sent to another hospital for a second surgical procedure. During the second procedure, the setscrews were able to turn just fine. The were able to successfully replace the device. The device will not be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.